Event description:
The customer reported that the system would not display an image during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connection on the image intensifier power supply was repaired. The system was tested and found to be working as intended and put back into service.